Event description:
It was reported that the patient contacted by their following clinic after received merlin.net alert due to pacemaker in backup mode. The patient was brought to the clinic and the programming changes were made. No patient consequences reported.